Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident info; however, the device was not returned for evaluation. As per instructions for use (IFU), use of this device is a contraindication for "patients who exhibit angiographic or clinical evidence of existing thrombosis." In addition, the IFU lists death as a known adverse effect associated with coronary stenting. This known pt effect is not necessarily an indication of a product quality issue. In this case, a conclusive root cause for the reported pt effects and the relationship, if any, to the rx pixel sds cannot be determined; however, there was no reported device malfunction.

Event description:
Reporting status: death, reporting rationale: death, device issue: none. Pms case: it was reported that the initial procedure was performed in 2006. The target lesion was the mid lad with 90% stenosis, which required aspiration of thrombosis prior to stenting. After pre-dilatation, the 2.25 x 13 mm pixel stent was implanted without any reported complications. On the following month. The pt's heart failure worsened during rehabilitation. The pt rec'd artificial respiration, ecum (extracorporeal ultrafiltration method) and catecholamine had been applied, but hemodynamics didn't recover cardiac arrest occurred suddenly and the pt expired. No additional event or pt info is available.